Event description:
It was reported a cartridge alarm occurred during pumping. There was no reported adverse impact to the customer's blood glucose level. Despite attempts to resolve the issue by loading a new cartridge with the help of technical support, the problem persisted. It was confirmed the pump was under warranty, and a replacement pump was to be provided. The customer was instructed to switch to manual injection delivery as a backup therapy and to return the defective pump using a pre-paid label. The customer was also guided on how to put the pump into storage mode before returning it.